Manufacturer narrative:
(B)(4). The condition of the returned device does not confirm the event. A visual examination of the returned uphold vaginal support system mesh assembly revealed that the suture on the blue with white stripe dilator is broken. The dart is missing and was not returned. Analysis of the suture capturing device revealed that the carrier extends and retracts freely when actuated and deploys to the center slot on the catch. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle carrier of the capio suturing device was unable to extend. The procedure was completed with another uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation result: the suture on the blue with white stripe dilator is broken and the dart is missing.